Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's injuries, the device acted as designed. Manufacture dates: monitor: 8/4/2011; electrode belt: 8/21/2014.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient received two appropriate treatments from the lifevest. The patient received a treatment during vt at 250 bpm. The rhythm was converted to sinus rhythm at 70 bpm with pvc's. The patient received the second treatment during vf. The rhythm was converted to sinus rhythm at 70 bpm with pvc's. It was reported that the patient lost consciousness during the event and awoke after the treatments with a nose bleed, and bruises and a laceration on their face. It was reported that the patient went to the hospital after the event and received medical treatment for the injuries. Follow-up indicated that the bruises and laceration had healed. It was reported that the patient ended use of the lifevest after the event to receive an ICD.